Event description:
Reportedly, during a pt use, the device would not power on. The basis upon which this allegation was based was not reported. Pt treatment was continued with a manual defibrillator. Pt outcome was not reported, but the rptr stated the event did not result in adverse affect to the pt.